Event description:
The user alleges they had two events, from the same facility, one the user alleges that the anesthesiologist performed priming and activated and approximately 20 minutes later noticed a blood leakage. Second event user alleges that when the operating room performed priming it was noticed that blood transfusion leaked and went onto floor no patient injury reported.